Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned for evaluation and fracture and torn material was confirmed. The investigation is unconfirmed for material twisted/bent. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model crus6a recanalization catheter experienced a fracture, twisted material, and material split. The information was received from one source. The malfunction involved a patient with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.